Event description:
It was reported that the system 9800's images were of poor quality making anatomical markers difficult to discern. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system's camera and image processor circuit board were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.